Event description:
On (B)(6) 2023, pt had 18 french g-tube(gastrointestinal tube) placed successfully and placed without complication. Provider notified g-tube leaking with plan to replace. Pt brought to radiology and tube evaluated. There was a longitudinal tear on the side of the hub and was leaking fluid. The tube was cleaned up and doubled over and taped to keep it from leaking. Tube found broken/cracked on removal. It was removed and new g tube could not be placed. Dobhoff placed to be used until monday then pt may begin feeding through the g tube/drain. All parts are accounted for, and nothing indicates any piece was incidentally left behind or broken off in the pt. A 65 y.o. Pt direct admit by oncologist on (B)(6) w/chief complaint of ftt(failure to thrive), mucositis. Past medical history includes dyslipidemia, smoker, oral cancer status post resection, radiation, chemotherapy. Patient reported history of left soft palate oropharyngeal cancer and that he underwent surgical excision that was complicated with history of hemorrhage. Patient does have difficulty with constipation.